Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, the device measured within specification, and no problems were noted. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device diameter is different from those received previously. It is unk if the device was used during surgery. It is unk if injury, surgical delay or medical intervention occurred. The date of the event is unk. There is no additional information provided.